Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion screen was erased from system computer and system configuration card. When attempting to select a perfusion screen, it did not have any perfusion screen to select. The device was not changed out, as they programmed a new perfusion screen. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.